Event description:
Caller reported cgm error, specifically error 42. Blood glucose level was not adversely impacted. Customer reset the pump with guidance from technical support and successfully started their sensor session, resolving the issue without the error code reappearing.